Event description:
This is a complaint received at baxter (B)(4) from a customer regarding a minicap. The customer detected that the minicap had a crack where the iodine was leaking during use. There was patient involvement but no patient injury, medical intervention, or adverse reaction was associated with the reported condition. No clinical consequence were reported.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the actual sample was conducted and no issues were found related to the reported condition of a leak during the evaluation.